Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 12/jan/2018 for service. Inspection of the device was performed on 16/jan/2018 where the quality control inspector found the following: control body crack at suction cylinder side, leak at side body cover, failed wet leak test, up/ down brake lever loose, leak at control body, failed dry leak test, up angulation decreased, customer complaint confirmed, suction arm loose, # 1 remote control button cover cracked, leak at # 1 remote control button cover, down angulation decreased. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 05/feb/2018. Parts replaced: o-rings and seals, control body complete pb-free, light guide cable, insertion/s-nipple attaching screw, o-ring(1.25x3.5).